Event description:
The customer reported having an urgent visit to the hosp due to high blood glucose of 228 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The customer stated that her glucose level was 200 mg/dl, and went greater than 300 mg/dl. The customer treated with the insulin pump, and later his glucose level went up. The customer stated by the time she called to the hosp her glucose lowered to 259 mg/dl. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. The customer called back and stated that her last glucose reading was 208 mg/dl and does not have a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.